Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not been received, at this time.

Event description:
Per tm - unit is shutting down mid-procedure with 50% battery life. It starts at about 97% then runs for an hour and shuts down indicating 56% left.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of scanner shuts off fifty percent of life was confirmed. During inspection the scanner shuts down prematurely after ac power is removed, the cause of the issue is due to an internal li-ion battery failure. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A history review of serial number: (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - unit is shutting down mid-procedure with 50% battery life. It starts at about 97% then runs for an hour and shuts down indicating 56% left.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of scanner shuts off fifty percent of life was confirmed. During inspection the scanner shuts down prematurely after ac power is removed, the cause of the issue is due to an internal li-ion battery failure. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - unit is shutting down mid-procedure with 50% battery life. It starts at about 97% then runs for an hour and shuts down indicating 56% left.